Event description:
A surgeon reported being unable to register a patient using tracer while in an ent procedure. The patient nose was cut-off in the fusion 3d model. In trouble-shooting, the surgeon was walked through pointmerge registration. Being unfamiliar with pointmerge, the surgeon opted to discontinue the use of navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. Software investigation completed. Findings are that the patient exam was not done to protocol, exam being used had the nose cut off. Software is functioning as designed. A medtronic representative following-up at the site, reported the navigation system was functioning properly.